Manufacturer narrative:
The field service engineer (fse) checked and decontaminated the analyzer. Probe adjustments were acceptable. No issues were identified. The reaction monitor data suggests that something leaked into the cuvette causing the questionable result. The root cause for this could not be identified. The customer has not complained of any further issues since the service visit. The service actions (decontaminating the analyzer) resolved the issue.

Manufacturer narrative:
Qc from the day of the event was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for bilirubin direct gen.2 (bild2) on a cobas pro c 503 analytical unit. The initial result was 0.866 mg/dl. The sample was repeated 10 times with results between 0.200 mg/dl and 0.207 mg/dl. The questionable result was not reported outside of the laboratory. The bild2 reagent lot number was 63837501 with an expiration date of 31-aug-2023.